Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 38 mg/dl. The customer stated the keypad is unresponsive and squealing. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with juice and fruit.

Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. No high pitched squeal anomaly was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.